Event description:
The nurse of the home patient (hp) using a homechoice system, contacted technical service representative (tsr) and reported the hp had disconnected themself and picked a line up off the floor and then reconnected to the homechoice. The caller was requesting assistance in ending the therapy and will start over using a new cassette and bags. Per the nurses at the healthcare facility, there has been no pt injury or medical intervention that they would associated with the incident in this complaint.